Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 flat reservoir was visually inspected. There was a large cut/hole in the reservoir shell that was result with sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. The ams 700 momentary squeeze (ms) pump was visually inspected. There was a large cut/hole in the pump bulb; unable to perform functional test. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis was unable to confirm the reported events.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to infection and inflammatory reaction due to the implant. A new malleable penile prosthesis was implanted.